Event description:
It was reported that the patient experienced a hematoma due to an infection with an inflatable penile prosthesis (ipp). The ipp device was explanted and a new 20cmx12cm spp was implanted. Should additional relevant details become available, a supplemental report will be submitted.